Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was reviewed and was deemed acceptable. It was reported that the implanter had difficulty positioning the valve in the annulus, due to a 60 degree aortic angle. The valve was deployed and recaptured approximately five to six times. The valve and delivery catheter system (dcs) were ultimately removed from the patient. After withdrawing the dcs, it was reported that the capsule was fractured. A non-medtronic valve was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject dcs was returned for analysis. Delamination of the capsule was observed on the dcs, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through the patient anatomy. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, confirming the reported event. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was reported that the patient had a horizontal aorta. This indicates that the probable cause of the positioning difficulties was patient anatomy. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Per the instructions for use (IFU), deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. It was reported that the valve was recaptured five to six times which indicates use error. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) were likely the potential contributing factors to capsule damage. A device history record (DHR) review was performed on the dcs and there were no correlations/issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that there was no unusual resistance noted during loading. The patient had a horizontal aorta, requiring multiple recaptures, which contributed to the capture fracture. No adverse patient effects were reported. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs, analysis on the valve could not be performed. The handle was intact. The device was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed along the length of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Conclusion: the investigation is in progress. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.